Manufacturer narrative:
The padlock device subject of the event was returned to us endoscopy for evaluation. The returned device was received in a partially deployed state indicating insufficient deployment force. Insufficient force may be caused by insufficient application of force by the user or use of the device in an overly tortuous position. Statements from the device instructions for use include: "avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function. Deploy padlock clip by using a firm and rapid thrust of the thumb actuator while holding the control handle body." The device history record was reviewed and confirmed the devices were manufactured to specification. There have been no other complaints associated with this lot. Us endoscopy has provided in-service training on the use and deployment of the padlock clip device on (B)(6) 2019. No additional issues have been reported.

Event description:
The user facility reported that, during a procedure to close an esophageal fistula, a padlock pro-select defect closure device failed to deploy. A covered stent was placed to close the fistula instead, necessitating a future procedure to remove said stent. The patient is reported to be doing well.